Manufacturer narrative:
An event of device in backup mode was reported. The device was returned for analysis. The event of backup mode was confirmed, as the device image indicated that reset error had occurred and caused the device to revert to backup mode. Analysis of the downloaded product code and cold temperature testing revealed that backup operation was reproducible at cold temperature. This is consistent with a xena integrated circuit anomaly. Assessment of the total projected longevity was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that the pacemaker was in backup mode when interrogated prior to implant. The device was never implanted and no patient was involved.